Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 66-year-old male for protected high-risk percutaneous coronary intervention (ppci). The patient's comorbidities included peripheral vascular disease (pvd), and the left femoral artery was selected due to disease of the right femoral artery. The patient's clinical state prior to support was not reported. Impella insertion and pci with placement of one drug-eluting stent were completed without complication. The impella cp functioned as intended throughout support with flows of 3.8 l/min in auto mode, no alarms, and waveforms consistent with appropriate positioning. Near the conclusion of the procedure, the patient reported severe leg and knee pain. Fentanyl was administered for pain management throughout the case. Angiography demonstrated a femoral artery dissection at the insertion site. The lower extremity remained warm; however, distal pulses were difficult to assess. Vascular surgery was consulted, and the patient was transferred to the operating room for vessel repair. The impella cp was successfully weaned and explanted, as planned, and the 14 fr peel-away introducer sheath was removed at the end of the procedure. The patient remained hemodynamically stable on room air without vasopressor support. Based on the available information, the impella cp functioned as intended with no reported device malfunction. The post-procedure outcome following vascular repair was patient survived. The reported femoral artery dissection is most consistent with a procedure/access-related complication expectation associated with large-bore femoral arterial access and underlying peripheral vascular disease, and reported pain treated with intravenous pain medications is a known risk and expected treatment associated with large-bore femoral arterial access, however, device-patient interaction association cannot be excluded.

Event description:
Additional information was received stating that a 14 fr peel-away introducer sheath remained in place throughout the procedure. The reported issue involved an ischemic limb on the impella access side, requiring vascular repair. Following explant of the pump, the 14 fr peel-away introducer sheath was removed/peeled away.

Manufacturer narrative:
B5 updated.